Event description:
The reporter stated that during a spinal surgery procedure, the inserter was broken. The reporter provided add'l info. It was stated that the implant was partially rotated in the disc space when the inserter broke, the surgeon left the implant in place, removed the instrument pieces and attached the spare inserter and rotated into the implant position. There was no adverse outcome for the pt.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. The device was returned for eval. The tips of the inserter were observed to be broken off the instrument back inside the compression sleeve. A review of the complaint log showed that this was the first recorded breakage with the revision d inserters (at the time of event this was the current version of the device). Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.